Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 360 mg/dl and a correction bolus was delivered to address the high bg level. The customer's healthcare provider thought the occlusions may be related to the infusion set; however, as the occlusion alarms had occurred in the past, troubleshooting to confirm a cause of the occlusions was unable to be performed.